Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log found no errors. Global receiver functional testing resulted in no failures related to the customer's complaint. However, the receiver failed overnight discharge tests and displayed a "call tech support" error. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver would not hold a charge on (B)(6) 2014. At the time of contact patient did not report any injury or medical intervention.